Event description:
Following surgical use of this cannula, the user noted that a piece broke off the end of the device and could not be found. The surgeon was notified and rescrubed to surgically reentered the joint. After 20 minutes of searching, it was determined that the piece of cannula was not in the joint. In addition, the user reported that the piece of cannula was not found in the or suite. There was no known injury to the pt.

Manufacturer narrative:
Investigation findings: conmed linvatec received the cannula for evaluation. A visual examination noted that a piece of cannula broke off at the distal end. A review of product history found reports of this failure mode. A review of product history found reports of this failure mode to be low, 0.01%. A corrective action is in process to address this problem. Conmed linvatec will continue to monitor this device for failures.